Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode when the patient was seen in the emergency room (ER). This device currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode when the patient was seen in the emergency room (ER). This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient.